Manufacturer narrative:
H6: investigation summary: a device history record review was performed for provided lot number 0017402 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, the defective sample was returned for evaluation by our quality engineer team. The sample's catheter section was microscopically examined and no signs of defect were observed; therefore, an exact manufacturing related cause could not be determined for this incident. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd nexiva¿ closed IV catheter systems experienced catheter splitting during use. The following information was provided by the initial reporter: material no. 383511; batch no. 0017402. In connection with the previous incidents reported with the nexiva 24g x 3/4 "catheter, I was provided with new information and I have a defective sample. The complaint comes from the radiology, the catheter is installed in an adult clientele. In fact, the needle is not blunt, the problem would come from the catheter: when the nurse tries to cannulate, it blocks, the catheter bends easily so the nurse withdraws it. On withdrawal, we often see that it is split. I have a sample from a split catheter. It was so fragile that the pieces came off afterwards. The catheter is so thin that it is very difficult to tell if it was split before use or if it splits when the patient is pricked. Note that we have not received any complaints for other sizes, or other departments (pediatrics uses 24g but with y). It has happened several times since (B)(6) with lot 0017402.

Manufacturer narrative:
Initial reporter occupation: nursing advisor material and care equipment. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd nexiva¿ closed IV catheter systems experienced catheter splitting during use. The following information was provided by the initial reporter: material no. 383511; batch no. 0017402. In connection with the previous incidents reported with the nexiva 24g x 3/4 "catheter, I was provided with new information and I have a defective sample. The complaint comes from the radiology, the catheter is installed in an adult clientele. In fact, the needle is not blunt, the problem would come from the catheter: when the nurse tries to cannulate, it blocks, the catheter bends easily so the nurse withdraws it. On withdrawal, we often see that it is split. I have a sample from a split catheter. It was so fragile that the pieces came off afterwards. The catheter is so thin that it is very difficult to tell if it was split before use or if it splits when the patient is pricked. Note that we have not received any complaints for other sizes, or other departments (pediatrics uses 24g but with y). It has happened several times since (B)(6) 2020 with lot 0017402.